Manufacturer narrative:
It was reported that while withdrawing the 5f pig 110cm super torque marker catheters from the patient, there was tension and resistance felt. Once the catheter was removed it was noted that the gold markers were out of position. None of the markers were left inside the patient and all were present on the catheter. The procedure was completed with no other issues. There were no patient injury. The surgeon was performing a bilateral iliac extension fracture graft which the lesion was tortuous and calcified. An 8fr unknown sheath was inserted into the femoral artery without any difficulties. The surgeon requested a calibrated marker pigtail catheter and the nurse opened the catheter which had no damage to the package. The product was not expired. The calibrated marker pigtail was inserted over a non cordis guidewire and inserted through the sheath. There was no difficulty or tension during the insertion of the catheter through the sheath. The surgeon then requested the catheter to be removed and while retrieving the catheter back the surgeon noted tension and felt resistance. When the catheter was retrieved back it was noted that the gold markers had clustered up together. None of the markers was left inside the patient and markers were all present on the catheter. No damage occurred to the patient. The patient went to post-operation to recovery with no complications. The device was prepped according to the instruction for use (IFU). The physician has used this catheter multiple of times previously and noted resistance when retrieving the catheter. There was resistance present when withdrawing the catheter and through the sheath. Once the device was removed from the patient, it was noticed that the markers had migrated together. The staff then proceeded to count the markers to ensure nothing was left in the patient. A non-sterile diagnostic of cath mb 5f pig 110cm 6sh was received for analysis coiled inside a plastic bag. Per visual analysis, it was observed that 12 out of 20 marker bands were found moved/ out of position at distal section of unit. The distal section of unit was observed under vision system and the marker band marks on unit¿s surface did not present evidence of damage (scratches, peelings, abrasions, etc.). However, the unit presented elongation on catheter body from 11 cm to 25 cm from distal near to the eighth marker band. The catheter showed 12 marker bands (from mb 8 to mb 20) moved from their original place and piled up together. Only marker bands 1 to 7 remained in their original positions. (The position of the marker bands is numerated from the distal end to the hub). No other anomalies were found. Dimensional analysis was performed. The catheter body shaft outer diameter (od) and inner diameter (ID) were measured at different locations and results were found within specification. Also, the catheter ID and od of body shaft was measured between the marker bands; however, results were found within specification only on marker band od 8 and 9. The results of marker bands 10 to 20 were found out of tolerance in correspondence to the elongated area. Functional analysis was performed. A .038¿ emerald guide wire lab sample was inserted in the catheter via tip. Emerald guide wire was stopped at 12.5 cm from distal due to the marker band pile-up in this site. Also, the guide wire was inserted via the hub, and it went through until it was stopped at 94 cm from the hub. This condition was due to out of position marker bands in this site. Results showed that the sections with evidence of marker band displacement presented no anomalies or evidence as to determine what caused the displacement; however, it can be assured that the marker bands were placed on the correct position at a certain time owing to the outer diameter reduction of the body. A device history record (DHR) review could not be performed as a lot number was not provided. However, diagnostic catheters manufacturing process flow for marker band catalog 532598b was reviewed as well as the controls in place to verify the catheters for marker band defects, and no anomalies found.  The reported ¿marker band (supertorque)- offset/out of position - in-patient¿ and ¿catheter (body/shaft)-withdrawal difficulty - from vessel¿ were confirmed through analysis of the returned device. The exact cause of this condition found could not be conclusively determined during the analysis. Based on the information available for review, procedural/handling factors may have contributed to the withdrawal difficulty and the out of position marker bands as evidenced by the elongation on catheter body. According to the product¿s instructions for use (IFU), users are warned that manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. The analysis of the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Therefore no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that while withdrawing the 5f pig 110cm super torque marker catheters from the patient, there was tension and resistance felt. Once the catheter was removed it was noted that the gold markers were out of position. None of the markers were left inside the patient and all were present on the catheter. The procedure was completed with no other issues. There were no patient injury. The surgeon was performing a bilateral iliac extension fracture graft. An 8fr unknown sheath was inserted into the femoral artery without any difficulties. The surgeon requested a calibrated marker pigtail catheter and the nurse opened the catheter which had no damage to the package. The product was not expired. The calibrated marker pigtail was inserted over a non cordis guidewire and inserted through the sheath. There was no difficulty or tension during the insertion of the catheter through the sheath. The surgeon then requested the catheter to be removed and while retrieving the catheter back the surgeon noted tension and felt resistance. When the catheter was retrieved back it was noted that the gold markers had clustered up together. None of the markers was left inside the patient and markers were all present on the catheter. The nurse double bagged the product for return. No damage occurred to the patient. The patient went to post-operation to recovery with no complications. As a result of this, the customer has stated that they will stop using this product until further notice.